Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed with a whitescreen error. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device passed testing. Although the device passed testing, a review of the history indicated a whitescreen error. The probable cause for the whitescreen error was due to a software error. This report represents all the information known by the reporter upon query by hospira personnel.